Event description:
Note: this report pertains to first of two events that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2010-01777 for a description of the other event. It was reported to boston scientific corporation that two flexima biliary stent systems were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2010. According to the complainant, the physician attempted to implant a 7x7 flexima biliary stent but the stent failed to deploy. The physician attempted a second 7x10 flexima biliary stent but it also failed to deploy and in both attempts the push catheter bonded onto the guiding catheter and broke. All fragments were successfully retrieved using forceps. The procedure was completed with another 7x10 flexima biliary stent system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable. Additional information received (B)(6) 2010: it was reported the 7x7 stent also broke during the procedure, however there were no fragments left in the patient. Additional information received (B)(6) 2010: it was reported the handles of both delivery systems broke and the stent did not break as previously reported. Forceps were not used in the procedure as no parts fell in the patient.

Event description:
Note: this report pertains to first of two events that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2010-01791 for a description of the other event. It was reported to boston scientific corporation that two flexima biliary stent systems were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B) (6) 2010. According to the complainant, the physician attempted to implant a 7x7 flexima biliary stent, but the stent failed to deploy. The physician attempted a second 7x10 flexima biliary stent, but it also failed to deploy and in both attempts the push catheter bonded onto the guiding catheter and broke. All fragments were successfully retrieved using forceps. The procedure was completed with another 7x10 flexima biliary stent system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable.

Event description:
Note: this report pertains to first of two events that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2010-01791 for a description of the other event. It was reported to boston scientific corporation that two flexima biliary stent systems were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the physician attempted to implant a 7x7 flexima biliary stent but the stent failed to deploy. The physician attempted a second 7x10 flexima biliary stent but it also failed to deploy and in both attempts the push catheter bonded onto the guiding catheter and broke. All fragments were successfully retrieved using forceps. The procedure was completed with another 7x10 flexima biliary stent system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable. Note: this report pertains to second of two events that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2010-01791 for a description of the other event. It was reported the first 7x10 stent also broke during the procedure, however there were no fragments left in the patient.

Manufacturer narrative:
(B) (4). The device has been received, but not evaluated by manufacturer, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
Note: this report pertains to first of two events that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2010-01791 for a description of the other event. It was reported to boston scientific corporation that two flexima biliary stent systems were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the physician attempted to implant a 7x7 flexima biliary stent but the stent failed to deploy. The physician attempted a second 7x10 flexima biliary stent but it also failed to deploy and in both attempts the push catheter bonded onto the guiding catheter and broke. All fragments were successfully retrieved using forceps. The procedure was completed with another 7x10 flexima biliary stent system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable. Update: it was reported the first 7x10 stent also broke during the procedure, however there were no fragments left in the patient.

Manufacturer narrative:
(B)(4). Therapy/non-surgical treatment, additional. Break (stent).

Manufacturer narrative:
A visual evaluation of the returned delivery system revealed the guide catheter was found stretched and broken near the proximal end indicating that force was exerted by the customer during deployment of stent / retraction of the guide catheter assembly. The distal end of the guide catheter was not returned for evaluation. The working length and proximal end of the push catheter were kinked. The suture and stent assembly were not returned for analysis. Based on similar complaints received, it is likely that during retraction of guide catheter, the suture embedded inside the guide catheter assembly hindering the deployment of stent. This may have potentially caused stretching / breakage of the guide catheter assembly. Based on the analysis of this device, the most probable root cause for this complaint is operational context. Device history record (DHR) was performed; no anomalies were noted.